Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(4) and contained approximately 3 days of events dated (B)(6) 2019 per the time stamps. The log file captured backup battery fault alarms associated with ebb in use alarm. It should be noted that majority of backup battery alarms accompanied by white no power (fault) active flags. The system controller (B)(4) (backup battery (B)(4)) was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the backup battery fault was not able to be reproduced. A root cause for the reported event was not determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed backup battery fault alarms. The backup batteries were replaced. The backup battery faults returned and the system controller was exchanged.